Manufacturer narrative:
This report is submitted on april 23, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2021. The patient was placed under general anesthetic on (B)(6) 2021, for a surgery to reposition the magnet. The implanted device remains.